Manufacturer narrative:
H4: the lot was manufactured between february 17, 2023 and february 18, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there were dark particulate fibers on the outside and inside of the administration spike port connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an exactamix 2000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.